Event description:
The patient had two leads from the same lot number. It was reported the patient's right lead had invalid impedances on all 8 contacts. The left lead was able to provide stimulation coverage. The patient later reported she no longer had stimulation. X-rays were taken, but have not been reviewed. The patient was to follow-up with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.